Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damaged battery was confirmed but not duplicated, as the start up test passed and the event history found no battery alarms. Visual inspection was performed and no physical damage was found. Upon review of the event history, failure code 199:xxx was identified but could not download from the event history, hence the cause was not identified. No action was taken. The device passed all other product performance specification tests per baxter procedures and was returned to the customer in good working condition. A service history review revealed that this device was previously serviced for the reported condition. The main batteries and harness were replaced during previous service.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.